Event description:
It was reported that bd eclipse¿ needle separated into the patient. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three photos were returned for evaluation. No sample was return for investigation. During the review of DHR, there was no similar non- conformance found during out-going inspection. Cannula to hub pull test performed during out-going inspection shows no abnormality. Results shows an average of 20.4lb (B)(6) 2018, 19.124lb performed on (B)(6) 2018 and 20.7lb performed on (B)(6) 2018. There was no quality notification raised for a similar nonconformance in the past year. Investigation conclusion: the non-conformance could not be confirmed as no sample was returned for investigation. If samples are received in the future the complaint will be re-opened and re-investigated. Root cause description: root cause could not be determined as there is no sample returned for investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle separated into the patient. No serious injury or medical intervention was reported.